Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Review of the most recent repair record determined that the reported issue could not be duplicated however the cutter was damaged, and the device was out of calibration which may have contributed to the reported event. The device passed the test mesh during device evaluation; however, the repair was not completed because the customer provided no response for quotation. The device was returned without repair. The device was manufactured in december 2013 and has not since been returned for annual preventative maintenance. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the skin remained attached to the roller and did not transfer. The skin had to be removed a second time. The operation was completed with the same device. The surgical technique was utilized. There was a 35 minute delay in surgery. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Foreign country: germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.